Manufacturer narrative:
Medical device problem code a0501 captures the reportable investigation finding of inner sheath of the axios stent delivery system was detached/separated. An axios electrocautery enhanced delivery system was returned for analysis. Visual examination of the returned device found that the stent and the inner sheath were not returned. The outer sheath was kinked and bent in different sections. A dimensional inspection was performed and the outer diameter of the outer sheath was measured to be within specification. No other problems were noted to the delivery system. The reported event of delivery system difficult to advance was not confirmed; dimensional inspection was performed to verify if the diameter of the outer sheath could affect the reported event, however, the device was found to be within specification. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the instructions for use (IFU) / product label. The IFU states, "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall." The axios stent is not indicated to be placed transgastric to stomach. The observed failures of inner sheath detached, and outer sheath kinked were likely due to factors encountered during the procedure. It may be that the characteristics of the lesion, how the device was handled, and/or the technique used by the user, limited the performance of the device and contributed to the inner sheath detachment and outer sheath kinked. Based on the available information, the investigation concluded that the reported events and observed failures were likely due to factors encountered during the procedure. Therefore, the most probable cause is based on the available information is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2022. During the procedure, the physician had difficulty advancing the axios stent delivery system through the working channel of the scope. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis 6 cm in size with 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to stomach. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the inner sheath of the axios stent delivery system was detached. Please see block h10 for full investigation details.